Manufacturer narrative:
Eval: the model and lot number are unk. Ans has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.

Event description:
On (B) (6)2010, it was reported that the pt's leads migrated. The pt is without stimulation. The pt leads will be revised. The model number and implant date area unk. No further info is currently available.